Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-03689, 1627487-2019-10911.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information. The investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03689, 1627487-2019-10911. It was reported the patient underwent surgical intervention on an unknown date, wherein the system was explanted. No further information is available.